Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code 4625 is to capture incision enlarged, sutures, and vitrectomy. Section h6: health effect - clinical code 4581 is to capture incision enlarged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol), was inserted incorrectly into the right eye by the surgeon. The iol was loaded by the operating room (or) technician and inserted into the eye by the resident surgeon. Once the iol was unfolded in the eye, it was noted that one haptic was bent. It was reported that it is unclear if there was an issue with the lens being loaded improperly or if it was a malfunctioning lens or cartridge. The lens was fully inserted into the eye and then removed and replaced with another johnson and johnson iol (same model and diopter) in the same procedure. An incision enlargement, unplanned sutures, and an unplanned vitrectomy were required. There was no patient injury. The patient is okay. No further information was provided.